Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was trialing a wireless external neurostimulator (wens). It was reported that the patient experienced severe pain on their right side the first evening after their trial but the pain subsided 50% when the representative spoke to them. They thought it could have been soreness from the procedure. Several hours later during the middle of the night the patient's pain went back up and they couldn't find relief. They called their healthcare provider's (hcp) office and asked to have the trial leads removed. The hcp took lateral x-rays and it appeared that the lead had gone anterior during the insertion and then went posterior and could have wrapped around the cord which could have caused the right side pain. The leads were removed and the pain subsided; the issue was resolved. No further complications reported.